Manufacturer narrative:
(B) (4). Eval summary: during the eval of a returned colleague infusion pump, an inoperative chanel select key on the channel a pump head module (phm) keypad was discovered. This condition was determined to have been caused by a defective phm keypad. The channel a phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA-(B) (4).

Event description:
During the eval of a returned colleague pump (uim software (B) (4)/unremediated), an inoperative chanel select key on channel a was discovered. No pt injury or medical intervention was associated with this event.